Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to run vent on test lung. Covidien was not authorized to service the device.